Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the device was assumed to be discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s device was overdischarged. The rep reported that the patient hadn¿t charged in about a year. The rep reported that the patient had lost his recharger and patient programmer. The rep was unable to attempt a physician reset. The rep reported that the patient was to meet with the physician to discuss battery replacement on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was replaced on (B)(6) 2018. No further complications were reported.